Event description:
The user facility reported that an employee was moving their 54" transfer carriage across the room and the front of the transfer carriage fell to the ground. The employee utilizing the transfer carriage stated their wrists after attempting to keep the transfer carriage from falling however, no medical treatment was sought or administered. No procedure delays were reported.

Manufacturer narrative:
Instruments present on the transfer carriage were reprocessed prior to use. Steris service technician arrived onsite and found the locks on the front wheels of the transfer carriage were not operating properly. As the locks were not operating properly this caused the transfer carriage to fall forward. The carriage was removed from service and is pending repairs. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
The steris service technician stated that the user facility declined to have their 54" transfer carriage repaired. The user facility is scheduled to receive a new transfer carriage. No additional issues have been reported.